Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
Pt was implanted with 3.5mm locking proximal plate, 2.4mm t-plate, 2.7mm lc-dcp plate, and 1/3 tubular plate constructs in (B)(6) 2011 for fracture of left proximal tibia. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to pt pain. Surgeon did not revise the pt with any add'l hardware. This is the 9th report of 27 for the same event.